Manufacturer narrative:
Event date: exact date unknown, event occurred four (4) years ago base on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by the facility.